Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Sureform 60 stapler instrument logs show the instrument was installed on the system 11 times and fired 10 reloads (2 white, followed by 8 blue). On install 1, the first clamp was successful, and the firing was completed with 1 pause for compression. On installs 2-4, and 6-11, all clamps were successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted esophagectomy procedure, the blue sureform 60 reload produced a partial fire. The staple line of the blue reload was stopped halfway; the tissue was partially stapled, leaving a hole. The hole was repaired with a suture, and additional reloads continued the staple line.